Event description:
The pt started to hear 'woo-woo' noise from the implant system intermittently. 3 days later the pt heard nothing more. The processor has been replaced twice since this complaint with no improvement of the situation. Telemetry measurements carried out 10 days later showed 'poor coupling to the implant'.